Manufacturer narrative:
On (B)(6) 2015 a medtronic representative, following-up at the site, reported 4 screws were placed incorrectly. The medtronic representative did not arrive until they had removed them all and continued with traditional c-arm. At least a 45 minute delay in therapy. 2 screws were alleged to be inaccurate superior, 2 inferior. The medtronic representative worked with the surgeon on a subsequent procedure, later that week, with much better outcomes. - no parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy. No specific measurement of the inaccuracy was provided. The surgeon re-placed screws that were in the foramen, everything was shifted superiorly. This was an imaging system case, using a percutaneous pin reference frame. The surgeon was using non-medtronic instruments. The surgeon opted to continue and completed the procedure with the use of the navigation system.

Manufacturer narrative:
A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly.a software investigation was performed. Most likely root cause is use error as the surgeon was using knockoff instruments, unapproved for use with the stealthstation. Software is functioning as designed. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.

Manufacturer narrative:
Correction: per a conference call with the FDA on 23-jan-2017, the FDA requested a supplemental 3500a submission regarding clarification to the manufacturer associated with the previously reported non-medtronic device involved with the incident. The non-medtronic device was reported to be manufactured by globus.